Event description:
It was reported that the device had error 13-1033-149. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error 13-1033-149 was not identified during the customer call. The customer reported that upon receiving the 8100 device, the channel displays error code 13?1033?149. Recommended to re-flashing 8100 module. Informed the customer that the preventive maintenance task may need to be executed, to verify if fault still persists. Informed the customer, if the problem persists, they will need to repair/replace the logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.